Event description:
When the user placed and attempted to release the loop, the loop would not be released. The user cut the proximal portion of the handle in an attempt to withdraw the scope, but could not withdraw. While the scope remained in the pt body, the user inserted a different scope, cut the loop with a loop cutter, and withdrew the scope. The subject device was successfully removed from the scope after the scope was withdrawn. The intended procedure was completed using a different loop.

Manufacturer narrative:
The subject device was returned for investigation, and it was found that the loop was retracted into the coil sheath. The hook was detached from the loop for close investigation and there was no bar, edge, or deformation in the hook observed. There was no irregularity found with the loop. The subject device was crushed in multiple sites for the length of the tube sheath. The manufacture record of the subject device was reviewed without apparent irregularity associated with the subject phenomenon . Based on the above, it is considered that since the user attempted to release the loop while the distal end of the coil sheath was not sticking out of the distal end of the tube sheath, the proximal portion of the loop was temporarily retracted into the coil sheath, and the loop did not come off. The following are possible causes of the event where the subject device could not be withdrawn from the scope: the crushed portion of the scope became larger than the diameter of the scope channel, and more resistance was felt upon withdrawing; the scope was angulated tightly. The device instruction manual has warned users that there is possibility the loop cannot be detached from the device and it also describes what to do if the loop cannot be detached. This report is being submitted as a medical device report in an abundance of caution.